Manufacturer narrative:
(B)(4). The cause of this peritonitis was use error described as break in aseptic technique. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4): the patient was hospitalized for peritonitis. At the time of this report, the patient still remains in the hosptial.should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a patient had a break in aseptic technique further described as the patient not following aseptic technique and not wearing a mask during peritoneal dialysis (pd) therapy while using unknown baxter pd disposables, which caused peritonitis. The patient was not hospitalized for this event. Treatment was not rendered. The cause of the peritonitis was the break in aseptic technique. It was not known if the patient was recovering from the peritonitis but pd therapy was ongoing. No additional information is available.